Event description:
Healthcare professional reported that one hour into the plateletpheresis procedure, the donor complained of nausea, the procedure was paused, the donor was given saline and a cold cloth. The procedure resumed, then at the start of reinfusion, the donor complained of nausea again and was given turns. The procedure was stopped and the donor vomited for approximately 40 minutes. The donor was feeling better and was released to go home. A follow-up call performed by center personnel the next day to the donor, revealed that the donor experienced some numbness and tingling around the mouth and face when arriving home from the donor center. The donor stated they took turns and felt better. The donor has not donated since the reported event. Procedure information: type of procedure: plateletpheresis with concurrent plasma. Total volume of wb processed: 3760 ml. Total volume of acd infused: 491 ml. Total volume of product(s): platelet product: 393 ml, inclduing 59 ml acd, plasma product: 414 ml, inclduing 63 ml acd, citrate infusion rate: 1.25 mg/kg/min. Acd ratio: 10:1. Duration procedure: 1 hour 29 minutes.